Manufacturer narrative:
The pod was received fully deployed. The download data showed that an 0x42 alarm was generated by the pod, indicating that the minimum number of pulses between rotational sensor transitions was not reached. The pod delivered 89 pulses, 23 of which occurred during first prime. The rotational sensor data showed that a second closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. The abnormal rotational sensor data also contributed to the generation of the 0x42 alarm. However, it cannot be determined when the needle deployed and inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late; therefore a root cause for the reported event could not be determined. Rerun of the pod replicated the rotational sensor data abnormalities. Inspection of the drive mechanism found evidence of contamination on the commutator cap. This contamination contributed to the abnormal rotational sensor data that prevented the device from functioning as intended and contributed to the generation of the 0x42 alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed the cannula late. The patient did not provide any blood glucose values. As treatment the patient replaced the pod.